Event description:
The customer initially called the philips response ctr (rc) for part identification and pricing for a therapy pca. The rc subsequently contacted the customer, side biomed and determined that the device was intermittently displaying the shock equip malfunction inop. There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.